Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported of a rod failure that occurred approx 6 months post-op. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the pt. No pt complications were reported.